Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus, and basal delivery. Blood glucose was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.